Event description:
It was reported that a patient presented to the hospital, the physician suspected that the symptoms the patient was experiencing were due to a possible ventricle lead perforation. No intervention was reported. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was reported.